Manufacturer narrative:
(B)(4) date sent to FDA: 07/12/2016. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number (3886553 is invalid)? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Any concurrent procedure/device implantation? Were there any intra-operative complications? Has any medical or surgical intervention been scheduled or performed? Please explain with dates and results. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted without any issues. On (B)(6) 2016, the doctor found vaginal mesh erosion on the right side and the patient had difficulty with emptying the bladder/voiding. The surgeon opined that this may be because of the tight sling mesh placed midureteral. Additional information has been requested.